Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported failed results with the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that 10 results failed due to evaporated gel at various reagent positions. He described that single wells appeared to contain little to no gel. Due to the discrepancy between forward, reverse typing, and false positive control results the ih-1000 stated "abo not interpretable", and no incorrect results were released. In addition to the ten cards, which were already processed the customer detected 12 more cards, which showed the same issue. In total the customer detected 22 cards out of three boxes of which each contained 288 cards that showed the issue of too little respectively completely dried gel. The customer returned 12 ih-cards of the supposedly defective product for investigational testing, but not any samples. The investigation of the submitted cards is still ongoing. In the meantime our quality control laboratory checked their retention sample of the supposedly defective lot for intact sealing, correct filling height, homogeneous gel, and visible supernatant. All acceptance criteria were met. Additionally our quality control laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. The investigation of the complaint as well as a review of the batch record documentation is still ongoing.

Event description:
The customer reported failed results with the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that 10 results failed due to evaporated gel at various reagent positions. He described that single wells appeared to contain little to no gel. Due to the discrepancy between forward and reverse typing and false positive control results the ih-1000 stated "abo not interpretable" and no incorrect results were released. In addition to the ten cards which were already processed the customer detected 12 more cards which showed the same issue. In total the customer detected 22 cards out of three boxes of which each contained 288 cards that showed the issue of too little respectively completely dried gel. The customer returned 12 ih-cards of the supposedly defective product for investigational testing but not any samples. The investigation of the submitted cards is still ongoing. In the meantime our quality control laboratory checked their retention sample of the supposedly defective lot for intact sealing, correct filling height, homogeneous gel and visible supernatant. All acceptance criteria were met. Additionally our quality control laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. Based on the images provided by the customer and the investigation of the issue the complaint was classified as confirmed - upp (unexpected product performance). Due to the confirmed complaint further actions were initiated. The outcome of the investigation indicated that a very temporarily, short-term malfunction of the sealing devices was the cause of the defective sealing. The defective sealing of few cards caused the gel to dry out. The number range of the affected cards could be identified.

Manufacturer narrative:
This is our final report on this incident.